Event description:
It was reported the patient received a vibratory alert. Episodes of lead noise were observed. Failure to capture and ventricular undersensing were also noted. Echo showed that the lead perforated the myocardium. The lead was successfully repositioned.